Event description:
It was reported to medtronic minimed that the customer experienced damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple new batteries and battery caps unit remained on blank display. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. No physical damage noted during visual inspection. Blank display isolated to pcba 2. Unable to download history files and traces due to blank display. Unit received with broken belt clip rails, scratched case, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Cosmetic damages were confirmed when broken belt clip rails were observed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.